Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The patient did not experience any pain but did feel the balloon pop. There were no retained fragments from the balloon bursting. The event occurred during the therapeutic procedure (esophageal dilatation) and was completed with a similar device. There was a 10¿15-minute delay to switch devices. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) ¿ inflation device (1/4). (B)(6) ¿ inflation device (2/4). (B)(6) - inflation device (3/4). (B)(6) - inflation device (4/4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the original equipment manufacturers (OEM) final investigation and a correction to d4. D4: the lot number is corrected to 'unknown' as the OEM could not confirm the lot number provided. The device history record was unable to be reviewed for this device since the lot number could not be confirmed. Therefore, the device manufacturer date is unknown. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the during an unknown procedure, the inflation device for endoscopic balloon dilatation was being used. It was primed with sterile water to the fill line and attached to a third-party cre fixed wire balloon in 2 millimeter (mm)/13.5mm/15mm size. Upon dilation. It was noted after the third stretch that the balloon would no longer inflate. The balloon was deflated and removed. A new balloon in 12mm/13.5mm/15mm size was reinserted and upon inflation to 13.5mm, it lost pressure and the patient even remarked that she could feel that. The balloon was immediately removed and was noted to have burst. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - inflation device (1/2). (B)(6) - inflation device (2/2).